Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2017 due to elevated blood glucose levels and diabetic ketoacidosis. Reportedly, the pump time was inaccurate. The customer was released from the hospital on (B)(6) 2017. No further information on the reported issue was provided. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.